Event description:
The customer contact reported the device delivered more medication than intended. At an unspecified date and time, an unspecified channel of the device was programmed for basic delivery of angiomax 5 mg/ml, at a rate of 38.2 ml/hr, with a vtbi (volume to be infused) of 50 ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device was programmed for bolus delivery of angiomax from the primary container, with a 16.3 ml bolus dose, for duration of two minutes and the delivery was started. After approx 1.5 minutes, the nurse reported the fluid appeared to be delivering faster than expected; however, the device display reported as accurate for the programming. At that time, the nurse stopped the bolus delivery and resumed the basic delivery on the same channel. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a of the device delivered a measured volume of 20.4 ml from an expected delivery of 20 ml. Channel b of the device delivered a measured volume of 20.3 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history found the most recent programming for the reported medication occurred on (B)(6) 2012 at 1624, when the device was programmed for basic delivery using the drug library to deliver angiomax 5 mg/ml, for a weight of (B)(6), a 38.15 ml/hr rate, a 45 ml vtbi, for a calculated duration of 1 hour 11 minutes and standby mode was entered. Between 1640 and 1642, standby was canceled, a cassette was loaded, programming confirmed, and delivery started. At 1643:18, the device was programmed for bolus delivery of angiomax from the primary container, at a 0.75 mg/kg bolus rate, for a duration of two minutes, with a calculated vtbi of 16.35 ml, and the delivery was started. At 1644:51, the bolus delivery was stopped, an 11.587 ml volume infused was indicated and basic delivery was resumed. A review of the history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.